Event description:
The customer reported that the knife was not sharp enough to go through the conjunctiva during surgery. There was no harm to the pt. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. Samples have not been received for eval. Since no lot number was provided, a device history record review could not be performed. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).